Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. All available information was investigated and the reported gripper line break and gripper line removability issues were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and definitive causes for the reported gripper line break and gripper line removability issues in this incident could not be determined. It is possible that procedural interactions (natural curvature of patient anatomy) resulted in constrictive forces placed on the dc shaft, leading to the observed herniation of the coil. Subsequently, the inability to remove the gripper line was likely due to a contribution of forces from usage of the device (procedural interaction) in conjunction with the herniation in the lumen coil, and may have also resulted in the gripper line fracture. The aggregations of forces due to patient anatomy, curves on the system and herniated coils can contribute to the reported issues; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the gripper line was difficult to remove which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The mitraclip was implanted on the leaflets and lock line removed without reported issue. During gripper line removal, the line was retracted approximately 5-10 centimeters and became immovable. Troubleshooting measures to remove the line were unsuccessful. The decision was made to remove the clip delivery system (cds), leaving the gripper line in place. After cds removal, with one end of the gripper line inside the steerable guide catheter (sgc), the line was easily removed. The clip was successfully implanted, with all lines removed, reducing the mr to 1-2. There were no adverse patient effect or a clinically significant delay in the procedure. There was no additional information provided.